Event description:
Allegedly not getting the pressure out of unit like user used to get, nebulizer cup allegedly was not busting down medicine into mist like it used to. No injury is alleged.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00080 with (B)(4) as the serial number. The correct serial number is (B)(4).

Event description:
Allegedly not getting the pressure out of unit like user used to get, nebulizer cup allegedly was not busting down medicine into mist like it used to. No injury is alleged.